Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Although several attempts have been made, no medwatch 3500a has been received from the user facility. Additional information has been requested. This report will be updated when the investigation is complete or additional information is received.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend. The product was not returned. (B)(4) - undetermined.

Event description:
Allegedly, distal end of device did not attach securely to middle phalanx. After the surgery, the patient had a dehiscence of the wound and swelling. During this period, the distal end fell out of the bone and projected dorsally.